Event description:
A surgeon reported having a patient experiencing visual impairment two months following intraocular lens (iol) implant surgery for the right eye. The lens was implanted in the "out of the bag" manner and fixed by suture. During a postoperative visit, the lens was noted to be decentered and that one of the haptics dropped from the optic. Approximately, two weeks later, the lens was exchanged. In a follow-up, the surgeon reported that the patient's vision is recovering.

Manufacturer narrative:
The product was returned for analysis and one haptic was observed pulled out of the optic. This haptic was bent in the gusset area. The other haptic was bent in the distal area with suture material still tied on the haptic. The optic had scratches and the optic was torn/split/cracked in the haptic insertion area of the removed haptic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in the lot number. Additional information was requested and received. This report was mailed to FDA on: 10/22/2008.